Event description:
The customer reported erroneously elevated troponin I (access accutni) and creatine kinase-mb (ck-mb) results, above the normal reference range, for one patient, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni and access ck-mb assays and calibrators. The erroneous results were released out of the laboratory, and the patient was admitted to the intensive care unit (ICU). The patient was scheduled to be transferred to a cardiac hospital from the ICU but the transfer was cancelled after the hospital received normal results from sample reanalysis. The patient was discharged the same day with no further testing performed. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. Quality control (qc) was within specification on the day of the event and after the incident. The patient's sample was collected in a 6 ml lithium heparin tube and centrifuged at 3,700 rpm (rotations per minute) for 15 minutes, at room temperature. Sample tubes are inverted prior to arriving in the laboratory and stored in the refrigerator between the initial and repeat analyses. The customer stated normal operating temperature, within the laboratory, is 72 ºf, but the hospital temperature was near 78 ºf at the time of the incident. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discussed with the laboratory technician and confirmed the temperature in the laboratory increased from 72 ºf to 78 ºf at the time of the event. The fse performed a scheduled preventative maintenance (pm) and high sensitivity system check and system check which passed within specifications. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. An increase in temperature would cause a decrease in the troponin I result obtained as addressed in the urgent field safety notice product correction notification. From the archive customer-supplied data, it was also noted different patients' samples were analyzed within one hour of the event and these results were not questioned. A definitive cause of the incident is unknown.